Manufacturer narrative:
Field service engineer found bad (B)(4) battery on the mother board. Replaced mother board. Service history review found no similar issues for this system. Due to the age of the component, the failure mode is not unexpected.

Manufacturer narrative:
Field service engineer dispatched. System repaired. Field service engineering management reviewing issue, service history, and repairs completed. Follow-up MDR to be submitted once review is complete.

Event description:
Unit down, would not boot up. Patient on the table, under anesthesia, case cancelled.